Event description:
The complainant reports a leak from the feeding port.

Manufacturer narrative:
The device reported is an abbott product that is marketed internationally which is the same or similar to a device that is marketed domestically. As reported, the device remains in the patient and will not be returned. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.